Manufacturer narrative:
Additional information was received that there was no patient involvement, hence updated the "h6 health effect - impact code" accordingly.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in insufficient o2 during a case. There was no patient injury reported.